Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a severe skin irritation under each electrode of the lifevest equipment. The patient has psoriasis and the lifevest caused it to flare up. There was no alleged device malfunction contributing to the irritation. The patient was prescribed triamcinolone steroid cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.